Event description:
Rptr alleged obtaining a discrepant blood glucose result of 69 mg/dl on a neonate using the inform system compared back to back with a result of 38 mg/dl on the lab system when testing was performed within 10 minutes. Rptr indicated that the neonate was receiving a total parenteral nutrition solution of dextrose through a separate arterial line from which the blood sample of the comparison was obtained. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.